Event description:
The patient reported that their spinal cord stimulator (scs) was "put in like 30 years ago, the receiver part was under the skin." The patient did not have an ID card and was really happy with it, just that the receiver part under the skin, the wire contacts must have come loose because when they put the donut up against it they had to press in different direction in order to make contact and the doctor wanted them to call so they could get a manufacturer representative (rep) out there and explain to them how they could fix it. There were no reports of falls or traumas but that maybe the wheelchair had been pressing against it. It was stated "it's not your companies fault [they] just want to correct the issue." The patient was recommended to consult with the health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.